Event description:
It was reported the lead impedance was three thousand ohms, had noise, and "could not measure a signal" tip/ring or tip/connector-to-skin. It was further reported the lead was "sew[n] next to the [suture] sleeve, not on the sleeve." The device withheld therapy accordingly; the physician programmed detections off. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.